Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging an inaccurate data download issue from the meter and insulin pump. During the download of the pump/meter, there was a result of 70 mg/dl that the patient denied she ever had. In addition, she found two other blood glucose readings that were downloaded but were not present in the meter, 65 mg/dl on (B)(6) 2013 at 1 pm and 44 mg/dl at (B)(6) 2013. At the time of concern, the patient was feeling foggy. He was able administer self treatment with juice and glucose tablets. At the time of the call to animas, the patient remained on the insulin pump therapy. The inaccurate data issue was not resolved with training. The time and date are correct. This complaint is being reported due to the inaccurate data between the animas insulin pump, meter, and the diasend download. The patient¿s condition did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the last basal and last boluses were delivered on (B)(6) 2013. No alarms outside the range of normal patient use were observed in the pump history. The boluses and basal added up appropriately. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. The pump was observed to operate within required specifications and delivered accurately. The meter record showed blood glucose (bg) reading taken on (B)(6) 2013 at 06:40 of 56mg/dl; the record showed no bolus was given at this time. The meter then exceeded the 15 minutes allowed for bg reading and at 07:33 a bg reading of 70mg/dl was manually entered and an ezcarb bolus of 2.6u was delivered. During testing, a blood glucose of 200 mg/dl was manually entered into the meter and the meter calculated a 1.55 unit bolus which was performed successfully and correctly recorded in the history. Investigation was unable to duplicate the reported complaint.